Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the reported information, there was no resistance noted during advancement of the balloon catheter over the guide wire. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During removal of a 5x20mm nc trek balloon, resistance was met with the guide wire. Both the guide wire and balloon had to be removed together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.